Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer was transferred from one touch meter due to customer requesting insulin pump to be programmed. Customer requested assistance in setting date and time and meter. Customer's blood glucose was 269 mg/dl. During assistance, customer reported to have high blood glucose ranging from 269 mg/dl to 310 mg/dl. Customer also reports to have scratches on lcd display which made it hard to view screen. It was also found that bolus history showed inaccurate reading and alarm history showed inaccurate dates and message that never occurred. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.